Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed a kink in the sheath assembly, the imaging window was detached and imaging core windup. Based on the evidence, the as reported codes of sheath detachment of device or device component, catheter material twisted is confirmed

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion is located in the severely tortuous and severely calcified mid right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After pre-dilation, the catheter was unable to be delivered. An anchor was applied using a non-boston scientific balloon and when the opticross hd was crossed, it was stuck in the guide catheter. It was thought that the seam was out of the y-connector and the catheter got stuck at about 10cm after insertion. The imaging catheter was accidentally released, and a separation occurred outside the patient. The procedure was completed with another of the same device. No patient injury was reported.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion is located in the severely tortuous and severely calcified mid right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After pre-dilation, the catheter was unable to be delivered. An anchor was applied using a non-boston scientific balloon and when the opticross hd was crossed, it was stuck in the guide catheter. It was thought that the seam was out of the y-connector and the catheter got stuck at about 10cm after insertion. The imaging catheter was accidentally released, and a separation occurred outside the patient. The procedure was completed with another of the same device. No patient injury was reported.